Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient presented in the emergency on (B)(6) 2019 with nausea, fatigue, dizziness and syncope. She had ventricular fibrillation (v-fib) arrest and became unresponsive. CT with head showed anoxic brain injury. An electroencephalogram (eeg) showed diffuse cerebral dysfunction. A repeated neurologic work-up showed persistent cerebral dysfunction. Family chose to transfer patient to palliative care team. Patient expired due to an anoxic brain injury. The device will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported neurologic dysfunction, cardiac arrhythmia, and death, and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. Per the vad coordinator, the device will not be returned for evaluation. The hm3 lvas IFU lists neurologic events, cardiac arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.